Event description:
Patient developed infection 1 year 10 months after implantation of the dental implant (B)(4) in tooth location #19. Implant was removed on (B)(6) 2015 due to infection. Patient was treated bisphosphonate which is used to treat osteoporosis and similar diseases. The patient is revovered without complications.